Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), palindromic rheumatism ('palindromic rheumatism') and lupus-like syndrome ('drug induced lupus erythematosus ') in a 42-year-old female patient who had essure (batch no. 748471) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, menopausal symptoms, menopausal symptoms and obesity. Concomitant products included hydroxychloroquine from 2017 to 2018, methylprednisolone (medrol) and prednisone since (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced palindromic rheumatism (seriousness criterion medically significant), urticaria ("hives") and arthralgia ("hip and joint pain"), 6 years 5 months after insertion of essure. On (B)(6) 2018, the patient experienced menstruation irregular ("irregular menstrual cycle"). In (B)(6) 2018, the patient was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lupus-like syndrome (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("fatigue"), hot flush ("hot flashes"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, palindromic rheumatism, lupus-like syndrome, abdominal pain, weight increased, fatigue, hot flush, urticaria and arthralgia outcome was unknown and the menstruation irregular, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, fatigue, hot flush, lupus-like syndrome, menorrhagia, menstruation irregular, palindromic rheumatism, pelvic pain, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: coil on right side- 4, left 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) bilateral occlusion. Pregnancy test urine - on (B)(6) 2010: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), palindromic rheumatism ('palindromic rheumatism') and lupus-like syndrome ('drug induced lupus erythematosus ') in a (B)(6)-year-old female patient who had essure (batch no. 748471) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, menopausal symptoms, menopausal symptoms and obesity. Concomitant products included hydroxychloroquine from 2017 to 2018, methylprednisolone (medrol) and prednisone since (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced palindromic rheumatism (seriousness criterion medically significant), urticaria ("hives") and arthralgia ("hip and joint pain"), 6 years 5 months after insertion of essure. On (B)(6) 2018, the patient experienced menstruation irregular ("irregular menstrual cycle"). In (B)(6) 2018, the patient was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lupus-like syndrome (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("fatigue"), hot flush ("hot flashes"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, palindromic rheumatism, lupus-like syndrome, abdominal pain, weight increased, fatigue, hot flush, urticaria and arthralgia outcome was unknown and the menstruation irregular, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, fatigue, hot flush, lupus-like syndrome, menorrhagia, menstruation irregular, palindromic rheumatism, pelvic pain, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: coil on right side- 4, left 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) bilateral occlusion. Pregnancy test urine - on (B)(6) 2010: negative. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs and medical record received: previously reported event "injury nos" update to "pelvic pain", events- "palindromic rheumatism, lupus erythematosus, abdominal pain, irregular menstrual cycle, weight gain, fatigue, hot flashes, hives, dysmenorrhea (cramping),menorrhagia (heavy menstrual bleeding) hip and joint pain" added. On 19-sep-2019: pfs and mr received : lot number, lab data, medical history, event "abnormal bleeding (vaginal)" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.